Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
Two separate instances of two different spinning spiros® closed male luer, red caps reportedly became disconnected during a patient's infusion (via a PICC line) leading to two different chemotherapy (etoposide) spills. Medication was infusing at 20.833 ml per hr 496.1 ml per bag per q24h, and the concentration of medication is 70 mg in 496.1 ml. The two instances involved the same lot number. There was no human harm.